Event description:
The valve was not maintaining its pressure level.

Manufacturer narrative:
The customer reported a product experience for a strata ii valve, catalog 42866, and returned a strata i1 valve, catalog 42865. The valve was patent and passed siphon and leakage testing. The valve met specs for preimplantation, pressure/flow and static field magnetic switch testing. The valve did not pass reflux testing. Debris within the valve may interfere with the valve mechanism resulting in reflux. No anomalies were found inside the valve. A review of the manufacturing records was not possible as a lot number was not provided. All of our valves are 100% tested at the time of manufacture.